Event description:
Per the clinic, the fixture implanted during initial surgery was 'stripped' during the procedure. Subsequently the patient underwent revision surgery on (B)(6), 2015 to have the initial fixture removed and a new fixture implanted. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.